Manufacturer narrative:
Device evaluation: one bci monitor device was received for investigation in fair condition with a red boot and chargeable battery. The red led light was inspected on the main board and it was found to have one end of the led broken off the board due to impact. The main board was replaced and now the red led light is present on device power up. Based on the investigation and testing, the complaint was confirmed. The display issue was noted to be a result of impact sustained by the monitor during use and handling. The evaluation noted that the operation manual informs the user (chapter 1) in the warning section with the following information: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation."

Event description:
Information was received that a smiths medical bci oximeter spectro2 - ww1000 series led light was not working. The reporter stated the event occurred during testing.